Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica standard sling kit during a procedure on (B)(6) 1999. According to the complainant, the patient experienced pelvic pain, bleeding, adhesions, and underwent an excision of vaginal tissue bridging and granulation tissue, as well as a removal of the vesica sling on (B)(6) 2007. Reportedly, the patient continues to experience pain, vaginal scarring, and recurrent infections. All other information, including the patient's current condition, is unknown.